Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical records review: the patient status post motor vehicle accident with pelvic fractures and neck injury had an inferior vena cava filter deployed in satisfactory position below the renal veins without significant tilt. Approximately six years six months post filter deployment, the patient presented to the emergency room with complaint of abdominal pain. CT scan demonstrated an ivc filter with limbs perforating through the ivc with one limb abutting the aorta. Instructions were given to follow up with a vascular surgeon for evaluation. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated through the ivc wall abutting the aorta below the renal and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.